Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the reservoir activate unintentionally? Or did this issue occur during subsequent reactivation (reservoir emptied and reconnected)? No information. When attempting to lock the reservoir after it spontaneously unlocked, was the reservoir disconnected from the adapter or ports opened? No information. How was case completed? No information. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a reservoir was connected to a drain. It was reported that the reservoir was unlocked spontaneously when trying to connect the adapter to the reservoir. The nurse tried to lock the reservoir again, however, it could not be locked. There were no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Sample received for analysis. Failure mode reported by customer may be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. The sample was evaluated and no damage/broken components that could relate to the defect reported could be observed. Sample was found in good condition. Based on the analysis and sample evaluation, the reported defect by the customer could not be found/duplicated.